Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level was 300 at the time of the incident. Customer experienced blood glucose level of 110 mg/dl. Customer¿s blood glucose level was 155 mg/dl at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device was monitored for 1 day. No unexpected e/a alarm noted during testing. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).